Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device did not heat all the way to 40c when performed the functional verification. The flow rate was 1.7, circulation pump command was 45 percentage, inlet pressure was -7.1, heater was 100 percentage, chiller temperature (t4) was 6.8c. The device was heated to 30c and then remained at 30c. They drained 0.5litres from right drain port. The device heated to 40c. The device was overfilled. Per follow up information received via email on (B)(6) 2023, the technician advised that the device had too much water. The water was drained and the device worked fine. The unit was now back on circulation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated the arctic sun device did not heat all the way to 40c when performed the functional verification. The flow rate was 1.7, circulation pump command was 45 percentage, inlet pressure was -7.1, heater was 100 percentage, chiller temperature (t4) was 6.8c. The device was heated to 30c and then remained at 30c. They drained 0.5litres from right drain port. The device heated to 40c. The device was overfilled.